Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a coriassisted tka surgery, when they set a drill bur to a handpiece, a "communication failure" error was displayed and the system did not go next step. The same error occurred with a backup handpiece. The system was rebooted but the error occurred again. Procedure was concluded with manual procedure, with a delay of less than 30 minutes. No injuries were reported, however the patient outcome is unknown.

Manufacturer narrative:
H3, h6: the real intelligence cori part number: rob10024, serial number: (B)(6), used in treatment, was returned for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. The screenshot review confirmed the reported ¿communication failure¿ error message in the setup screen. The navio.log file confirmed this error message was triggered by the ¿exposure_motor_indexing_failure¿ error. The cori drill used in this case was (B)(6), as found in the screenshot and log file review. This drill and the drill attachment were returned later on a different field report. The visual inspection of the ri robotic drill attachment, part number: rob10015, serial number: (B)(6) found the following: ¿the attachment pins have been removed through an abrasive process, the bearing retaining nut is completely unseated from the drill attachment, and one of the bearings from inside the attachment had fallen out.¿ the drill was returned as a concomitant device under, and it was found that the drill functioned as intended. Therefore, it is likely that the loose bearings within the drill attachment prevented proper drill operation in the setup screen. This obstruction will prevent the drill from moving the carriage to the location necessary to insert the bur, resulting in the ¿exposure_motor_indexing_failure¿ error. The clinical/medical evaluation concluded: ¿per complaint details, the device did not perform as intended and the issue was unresolved with troubleshooting and backup handpiece. Reportedly, the cori assisted tka was abandoned and the surgery was concluded with manual procedure within a 0-30 minute surgical extension without patient injury due to the reported event. It was communicated that the requested clinical documentation was not available. Patient impact beyond the reported 0-30 minute surgical delay, abandoning the cori system and subsequent use of manual instrumentation to perform the tka procedure would not be anticipated as manual procedure/standardized instrumentation is an approved surgical technique and no patient harm was alleged due to the reported event. The current patient status is unknown. No further medical assessment could be rendered at this time.¿ in the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Console is not sending a signal to the drill handpiece to unlock the collet. This is causing the calibration verification error since bur cannot be set properly. The most likely cause is damage to the drill receptacle pin slots or wiring. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Reportedly, the cori assisted tka was abandoned and the surgery was concluded with manual procedure within a 0-30 minute surgical extension without patient injury due to the reported event. It was communicated that the requested clinical documentation was not available. Patient impact beyond the reported 0-30 minute surgical delay, abandoning the cori system and subsequent use of manual instrumentation to perform the tka procedure would not be anticipated as manual procedure/standardized instrumentation is an approved surgical technique and no patient harm was alleged due to the reported event. The current patient status is unknown. No further medical assessment could be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.